Manufacturer narrative:
D.o.e.: (B)(6) 2020. Report date: 21oct2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused, or contributed to the event.

Event description:
The customer reported that upon turning on the device, it alerted to a primary alarm test failure, which was then confirmed in the error log. There was no patient involvement. The field service engineer (fse) provided remote support and advised the customer to troubleshoot the speakers for audible sound and proper connection. The cpu or the speaker could potentially need replacement. The customer replaced the speaker, and the issue was resolved.